Manufacturer narrative:
Neither the device nor add'l info is available from the research facility.

Event description:
It was reported, "the arthroplasty was revised due to squeaking, malpositioning, loosening, and pain. The acetabular components and the femoral head were revised. The components were implanted in situ for 1.23y. The pt presented with a score of 4 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.